Event description:
Line broke upon removal; surgeon removed remaining piece. Add'l incident info: when the clinician met with resistance upon attempted removal, warm compresses were applied for 20 minutes prior to another attempt. Upon the second attempt, 24cm was removed and again resistance. This time the catheter broke and the surgeon was called.